Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the hand switch. The system is operating as intended.

Event description:
The customer reported that the 9900 system had a security switch error message. The customer rebooted the system to continue use. No patient injury was reported.